Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon rupture occurred. A 2.25x20mm synergy drug-eluting stent was advanced to treat the lesion. However, while attempting to deploy the stent, the balloon ruptured. No patient complications were reported. No further information available.